Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that after preventative maintenance (pm) was completed, a test run was being performed, the device was getting a "vent inoperative 1008 machine and proximal pressure sensor failed" message, but the device kept operating when the alarm occurred. There was no delay in therapy due to the event. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and was not able to duplicate the reported problem during a running test. Since the occurrence history of "check vent: machine pressure sensor auto-zero failed" (110b) was observed on the event log, the solenoid valve3 and solenoid valve4 were replaced as a preventative recurrence. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.